Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The baseline age is 56 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term success for the convergent atrial fibrillation procedure: 4-year outcomes. Ann thorac surg 2016;102:1550¿7.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icm) used to study the long-term success of the convergent atrial fibrillation procedure. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that two patients had the icm removed before the two-year follow up, and three additional patients had icms explanted during years three and four. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.